Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device displayed a proximal port disconnect error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service, but there was no impact to the patient. The biomedical engineer (bme) called technical support to report that the device displayed a proximal port disconnect error. The remote service engineer (rse) informed the bme of the latest version of the service manual (t) and advised the bme connecting the bilevel positive airway pressure (bipap) test connector to confirm the reported problem. The rse also advised the bme to remove the v60 top cover and confirm that both the machine pressure and proximal hoses were connected correctly, and the bme confirmed that the proximal hose was disconnected. The rse advised the bme to reference the service manual for the correct orientation of the hoses. Investigation is ongoing.